Event description:
The manufacturer received information alleging a ventilator was alarming for a high internal oxygen alarm condition. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue.